Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Review of lead trend data noted measurements had been trending upward over time with no sudden jumps. Technical services (ts) recommended increasing the out of range shock impedance alert to 150 ohms and continue monitoring. Ts also discussed potential troubleshooting options to consider if measurements reach 150 ohms or greater. The health care professional (hcp) indicated that the patient will continue routine in clinic visits and will be seen again in three months. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted only the proximal segment of the lead was returned severed approximately 200 millimeters (mm) from the terminal end with evidence of induced explant induced damage to the returned portion of the lead. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Review of lead trend data noted measurements had been trending upward over time with no sudden jumps. Technical services (ts) recommended increasing the out of range shock impedance alert to 150 ohms and continue monitoring. Ts also discussed potential troubleshooting options to consider if measurements reach 150 ohms or greater. The health care professional (hcp) indicated that the patient will continue routine in clinic visits and will be seen again in three months. No adverse patient effects were reported. This device remains in service. It was reported that the lead was later returned from an unknown source with no additional information.